Event description:
A user facility returned the olympus, model clv-s40pro, visera pro xenon light source to olympus for repair due to a report of the front panel blinking upon startup. Upon inspection and testing of the returned device, it was found that the ac power inlet was burned. This report is submitted due to the ac power inlet burned. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found the inlet fuse box was charred. Additional evaluation findings are as follows: front panel blinking due to filter turret failure; worn light guide connector; high intensity mode failure due to turret unit failure. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h8. It has been over 13 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was assumed that the indicated phenomenon occurred due to deterioration of the fuse box caused by long-term use of the unit. Olympus will continue to monitor field performance for this device.